Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The device information provided in the intial report was incorrect. The correct device information has been provided in this report.

Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was done. No blood glucose reading provided. Explained possible alarm causes. Customer reports the alarm was resolved by a complete set change. Customer does not want to troubleshoot and to return the reservoir for analysis. Advised customer to call back when the alarm occurs in order to troubleshoot. Explained possible temp vent blockage after confirming the customer removed the reservoir from the transfer guard while the vial in the air. No further information provided.